Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had issues in the past with reservoirs where insulin was hard to push through the tubing. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.